Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient lost consciousness and was transported to the hospital by ambulance with blood glucose (bg) levels that dropped below 30 mg/dl. For treatment, the patient was put on a intravenous (IV) of insulin. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after staying overnight.